Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, a non-medtronic guidewire perforated the left ventricle. Following the implant procedure, an echocardiogram was performed that revealed the patient had a pericardial effusion. Subsequently, the patient underwent surgery to suture the left ventricle and stop the bleeding.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, a non-medtronic guidewire perforated the left ventricle. Following the implant procedure, an echocardiogram was performed that revealed the patient had a pericardial effusion. Subsequently, the patient underwent surgery to suture the left ventricle and stop the bleeding. Additional information was received that, prior to insertion, the guidewire was inspected for any bends, kinks, coil separations, and damage. The tip of the guidewire was not manipulated prior to use. Subsequently, the guidewire was introduced into the left ventricle through a pigtail catheter that was already positioned in the ventricle where it was positioned in the apex. This position was visually monitored using two projections to ensure stability and that the guidewire transition point was above the apex and pointing away from the ventricle wall throughout the procedure. The guidewire did need to be repositioned at some point during the procedure; however, it was not twisted or torqued. It was not manipulated without fluoroscopic visualization and no resistance was felt during use. There was no forward movement of the guidewire as the valve was released. Per the physician, patient anatomical factors and the delivery catheter system did not contribute to the perforation.